Event description:
It was reported that the patient's lead became dislodged. It was further reported that the lead was oversensing, had no capture, undersensing and was double counting p and r waves. The patient also experienced inappropriate therapies. The lead was programmed off and revised the following day. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.